Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an elastic bandage of varicose veins procedure performed on (B)(6) 2022. During the procedure, the bands would not deploy, consequently, breaking the cord. The device was removed and the procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an elastic bandage of varicose veins procedure performed on (B)(6), 2022. During the procedure, the bands would not deploy, consequently, breaking the cord. The device was removed and the procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Medical device problem code a0401 captures the reportable event of trip wire broken. Block h10: the returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that the ligator head had all the bands attached, and all of them moved from their position and overlapped. The handle did not have marks of the trip wire secured. The irrigation tube was also returned and in good condition. There was no evidence of trip wire broken. The device was observed under magnification, and the ligator head teeth were bent/damaged, one of the bands including the suture hole were damaged. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator head teeth were bent/damaged, all the bands were moved, and one of the bands was damaged. These suggest that the device could not deploy. A labeling review was performed and based on the condition of the returned device, this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. This condition, unsecured trip wire, could have caused the trip wire to slip through the handle assembly and contributed to an inaccurate deployment of the bands. This could have resulted in an improper deployment of the bands making them moving from their position and consequently overlapped, causing more tension on the device bending/damaging the teeth and also it may have provided an extra tension damaging one band and the suture hole. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.